Event description:
The following information was previously reported as part of manufacturer¿s report # 3007566237-2013-02312. [It was reported the patient¿s pump and catheter were replaced. After the replacement, it was reported that the dose was too high at 100 mcg, and the managing physician adjusted the medication.] Additional review indicated that it was a separate event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).

Event description:
Additional information later reported the patient was still being given a lioresal concentration of 500mg/ml following the system replacement. Per the reporter the hcp indicated the patient very sedated. The patient recovered following the dose adjustment and was now receiving effective therapy.